Event description:
It was reported the ventilator stopped ventilating for 3-5 seconds and then resumed functioning with a displayed reset while on a patient. It is unknown if there was an audible alarm. The patient was placed on another ventilator. No reported harm to the patient. The customer performed a ventilator check and found no discrepancies.